Manufacturer narrative:
Remains implanted.

Event description:
It was reported that the patient underwent a pocket revision due to pocket discomfort. The ipg was repositioned to the other side of the lower flank and the patient was doing well post operatively.